Manufacturer narrative:
Reported by manufacturer: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number mw5104701, a copy is attached. The only information contained in this report is correction or additional information. It was reported that on an unknown date, during an unknown procedure, the screw caught an end of the cortex and spiraled a small fragment off the screw. The small fragment was retained. There was an unknown surgical delay. It was unknown if the procedure was successfully completed and if there was any patient consequence. This is report 1 of 1 for (B)(4).